Event description:
The user facility reported that a purge disc was broken on their aic. A loaner was sent to the site to initiate the return for investigation. There was no reported patient harm resulting from the issue.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-02954 in accordance with updated procedures. E2 and e3 were erroneously entered on the initial manufacturer device report number 1220648-2023-02954. G1 reporting contact email revised on manufacturer device report 1220648-2023-02954 in accordance with updated procedures.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data analysis: the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Re-insertion of purge cassettes/purge disc was observed, yet the console still had problem in detecting purge disc. Device analysis: the console was tested and the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. There are some residue in purge insert and the purge motor shaft is not immobilized. The purge disc retainer was observed to be not broken, but a small crack is present. It must be replaced, even though this issue is not related to the reported complaint. The cause of the issue was a defective component.